Event description:
It was later reported that an rv lead fracture was confirmed and the lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was also noted that analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance. The lead remains in use and the physician wants the patient to return to the office in about two months for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2003. (B)(4).